Manufacturer narrative:
A customer reported false susceptible amoxicillin/clavulanic (amc) and piperacillin / tazobactam (tzp) results for a neqas survey sample (ukneqas 3866) with the vitek® 2 ast-n350 test kit. Identification of the submitted organism was confirmed and testing included one card from two lots of ast-n350 cards (7900259103 and 7900118203) . The reference methods used for the development of the drugs were performed in parallel of vitek 2 testing: broth microdilution (bmd) for amc with a constant concentration of clavulanate acid, which was the method used for amc02n development on ast-n350 card (method recommended by eucast) : amc mic = 64/2 mg/l r. Broth microdilution (bmd) with a constant concentration of tazobactam, which was the method used for tzp03n development: tzp mic >/= 128/4 mg/l r. On vitek 2 v7.01 (aes parameters : global european based + phenotypic) : ast-n350 card results: the amc value (>/= 32/2 mg/l) is within essential agreement within 1 doubling dilution compared to the reference mic (bmd - 64/2 mg/l r) and the intended neqas result (128/2 mg/l r). The tzp value (>/= 128/4 mg/l) is within essential agreement with the reference mic (bmd-128/4 mg/l r) susceptible customer results are not reproduced neither for amc nor for tzp. Conclusion : the vitek 2 ast-n350 cards performed as intended and no further action is required.

Event description:
A customer from (B)(6) reported to biomérieux false susceptible beta-lactams results for an escherichia coli (B)(6) sample (distribution 4114, specimen 3866), in association with the vitek® 2 ast-n350 test kit. The customer results were amoxicillin-clavulanic acid mic = 8, and piperacillin-tazobactam mic = 4. The (B)(6) reference lab results were >/= 128 for both agents. The customer then resubbed the (B)(6) sample and found two strains with lower and higher susceptibility. There was no patient involvement as the event pertained to a (B)(6) quality control sample. The lab reports and strains were requested from the customer. A biomérieux internal investigation will be initiated.